Manufacturer narrative:
The initial MDR 2432235-2017-00649 was filed on december 15h, 2017. Additional information (22-november-2017): the following parts were also replaced during service: base pump, wash valves, pinch valves and separation manifold. Upon follow-up, there has been no more issue with folate at the customer site.

Manufacturer narrative:
The initial MDR 2432235-2017-00649 was filed on 15-dec-2017. Supplemental MDR 2432235-2017-00649_s1 was filed on 21-dec-2017. Additional information (16-jan-2018): the siemens hsc (headquarter support center) has performed an investigation. Based on the system performance prior to the service call, it seems that this issue was related to a lack of wash dispense for the first replicate, poor dispense of the base reagent, or contamination of the sample that was cleared after the first sample aspiration. While the parts replaced corrected the problem, it is not possible to determine which part caused the issue. The cause of the event is unknown.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the acid pump, aspirate probes and luminometer. Quality controls and calibrations were not affected. Siemens is investigating this issue.

Event description:
Imprecise folate results were obtained when two patient samples were run in duplicate on an advia centaur xp instrument. The initial replicate resulted higher than the second replicate. The customer did not provide information which result is correct, and stated that discordant results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise folate results.